Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The saline bag refilling with dialysate was generally observed visually during recirculation. There have been no adverse events associated with the reported issue. The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. The customer replaced the o-rings and air separator cap chamber and indicated that seemed to resolve the issue. He inspected the machine for any visible leaks, but the parts were not returned for investigation. The machine was put back in svc. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
It was reported by a user facility that a saline bag was observed to have back-filled during recirculation mode. The biomed tech pulled the machine for svc and inspection. There was no patient involvement.